Event description:
The customer reported the device does not work - triggering button gets stuck and when the device is turned on the system test appears. There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.